Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was eroding through the pocket. The caller wondered if the device could be implanted sub-muscularly or if the physician should implant a new device. Technical services discussed that the device can be implanted sub-muscularly. It is the physician's discretion whether to implant a new device. No adverse patient effects have been reported.